Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Dexcom representative confirmed with patient the instruction steps leading up to pairing and advised patient to repeat the pairing process, which was unsuccessful. No additional patient or event information is available.